Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the reloads did not fire properly. Some staples do not close or come out of the device bent. It was also stated that there was a delay of surgery. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.